Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. Insulin pump will be returned for analysis.